Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges pump is beeping but the screen went blank. Caller reported changing the battery and the screen doesn't light up. No adverse event reported. Requested return of the alleged device for evaluation.